Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2017 alleging a power (battery life w/moisture) issue; alleged moisture in the battery compartment with short battery life. The pump provided both low battery and replace battery alarms/warnings. There was no indication the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/19/2017 with the following findings: the pump was unresponsive with the returned battery cap and a test battery cap. The battery compartment was found to be cracked. There was evidence of moisture contamination in the battery compartment. There was evidence of additional moisture on the internal components of the pump.